Event description:
The customer reported that there was a "ma on in error" message. This error will likely cause the sys to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated and the high voltage supply regulator board was replaced during the service call. The system was tested and found to be working as intended and put back into service.